Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +7.0 diopter into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to elevated iop. The surgeon also performed an addition of a new pi-yag. The problem was resolved after explant. The cause of the event is reported as user error-the pi wasn't totally open.